Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed recurring peritonitis from the liberty select cycler beginning in (B)(6) 2023. The patient had the pd catheter removed and the peritonitis resolved. The patient will most likely remain on in-center hemodialysis (hd). Attempts to obtain additional information pertaining to this event were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. Additionally, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and mushroom head check. An internal visual inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed recurring peritonitis from the liberty select cycler beginning in (B)(6) 2023. The patient had the pd catheter removed and the peritonitis resolved. The patient will most likely remain on in-center hemodialysis (hd). Attempts to obtain additional information pertaining to this event were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, despite the report that the peritonitis was from the cycler, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a specific device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no evidence of a malfunction, deficiency, or defect the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed recurring peritonitis from the liberty select cycler beginning in (B)(6) 2023. The patient had the pd catheter removed and the peritonitis resolved. The patient will most likely remain on in-center hemodialysis (hd). Attempts to obtain additional information pertaining to this event were unsuccessful.